Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed urinary incontinence, symptomatic uterine fibroids and prolapse and symptomatic cystocele. It was reported that the patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring, organ perforation. It was reported that patient underwent the following procedures on (B)(6) 2006, removal of uterosacral sutures, incision of left superior mesh arm, cystoscopy, exploration of right vaginal apex, perineal relaxing incision due to pelvic pain, post mesh and uterosacral vaginal suspension. It was reported that the patient underwent the following procedures on (B)(6) 2007, local mesh excision and incision and cystoscopy due to mesh contraction on the left side and pelvic pain. (B)(4).